Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken downstream occlusion (dso) seal. Functional testing was able to verify the reported problem. It was determined that the dso seal was the root cause and the dso sensor was faulty. The dso sensor assembly was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's bottom membrane was damaged. There was no patient involvement.